Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed functional testing. No motor error or excessive no delivery alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming motor error and no delivery. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 460 mg/dl at time of reporting. Nothing further reported.